Event description:
Confirm clearly digital home pregnancy test - false positive. Test one - positive. Test two - negative. Contacted them, they simply said "we will refund your money." I asked other women on babycenter.com bulletin boards, and many other people are getting false positives with this test. False positives are unheard of in most pg tests.